Event description:
It was reported that during a revision of the patient's left hip, the threaded portion of the mcreynolds adaptor broke off during disimpaction. Patient was visually inspected to ensure that no pieces remained in the patient. The restoration modular proximal body was removed, and a spacer was placed.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a gmrs impactor adaptor was reported. The event was confirmed via review of the provided photograph. Method & results product evaluation and results: no product was returned for evaluation however, a photograph was provided for review. The photograph shows the device with the treaded portion fractured. Clinician review: a review of the provided medical information by a clinical consultant indicated: device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the provided photo confirmed that the device fractured at the treaded portion. The reported event is confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that during a revision of the patient's left hip, the threaded portion of the mcreynolds adaptor broke off during disimpaction. Patient was visually inspected to ensure that no pieces remained in the patient. The restoration modular proximal body was removed, and a spacer was placed.